Event description:
It was reported via literature that patient expiration occurred post-treatment. The purpose of this article aimed to describe the clinical outcomes of radiation segmentectomy (rs) and ablative external beam radiation therapy (ebrt) for treatment-naive, solitary hepatocellular carcinoma (hcc). The multicenter retrospective review was performed of all patients treated with rs or ebrt from march 2016 through september 2023. Inclusion criteria were initial treatment for solitary hcc less than or equal to 8 centimeters and absence of macrovascular invasion or extrahepatic disease. Eighty-six patients met the inclusion criteria. All ablative rs were performed by interventional radiologists using yttrium-90-containing glass microspheres (therasphere?). All ebrt was performed by radiation oncologists using either sbrt (photons or protons) or pbt per their discretion. All patients that met inclusion criteria did not receive prior or concurrent therapies for their targeted tumor. A total of 58 rs and 28 ebrt patients were included for analysis. While many outcomes were similar in both therapies, complete radiologic response rates were demonstrated in more rs patients than ebrt within the limited span of this study (97% vs 82%). Overall survival was measured in each group, and of the rs cohort, 11 patients (19%) expired within the span of the study period, and of the ebrt cohort, 11 patients (39%) also expired within the span of the study period.

Manufacturer narrative:
B3: date of event was estimated to be the first date of the study period included in this study. Detailed product information was not provided to bsc based on the nature of the event. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. Radiation segmentectomy or ablative external beam radiation therapy as initial treatment for solitary hepatocellular carcinoma: a multicenter experience; de la garza-ramos. Journal of hepatocellular carcinoma 2025:12 553-559.

Event description:
It was reported via literature that patient expiration occurred post-treatment. The purpose of this article aimed to describe the clinical outcomes of radiation segmentectomy (rs) and ablative external beam radiation therapy (ebrt) for treatment-naive, solitary hepatocellular carcinoma (hcc). The multicenter retrospective review was performed of all patients treated with rs or ebrt from march 2016 through september 2023. Inclusion criteria were initial treatment for solitary hcc less than or equal to 8 centimeters and absence of macrovascular invasion or extrahepatic disease. Eighty-six patients met the inclusion criteria. All ablative rs were performed by interventional radiologists using yttrium-90-containing glass microspheres (therasphere?). All ebrt was performed by radiation oncologists using either sbrt (photons or protons) or pbt per their discretion. All patients that met inclusion criteria did not receive prior or concurrent therapies for their targeted tumor. A total of 58 rs and 28 ebrt patients were included for analysis. While many outcomes were similar in both therapies, complete radiologic response rates were demonstrated in more rs patients than ebrt within the limited span of this study (97% vs 82%). Overall survival was measured in each group, and of the rs cohort, 11 patients (19%) expired within the span of the study period, and of the ebrt cohort, 11 patients (39%) also expired within the span of the study period.

Manufacturer narrative:
B3: date of event was estimated to be the first date of the study period included in this study. Detailed product information was not provided to bsc based on the nature of the event. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. Radiation segmentectomy or ablative external beam radiation therapy as initial treatment for solitary hepatocellular carcinoma: a multicenter experience; de la garza-ramos. Journal of hepatocellular carcinoma 2025:12 553-559. Investigation results: labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of death was accounted for in the risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient anatomy and/or condition.